Event description:
The customer reported via phone call that the insulin pump alarmed button error, and an unresponsive keypad. The reporter did not know the blood glucose reading. The insulin pump was exposed to moisture. The customer changed the battery and functioned properly, but the issue occurred again. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
There was no button error alarm noted. The down arrow button did not respond due to corroded keypad trace. There was no moisture damage on electronics that were noted. The insulin pump was received with minor scratches on the display window, and a cracked reservoir tube lip.